Event description:
One hr into pt's hemodialysis treatment, tubing began to have air in system-especially arterial chamber. Upon closeer inspection, end-user noticed air coming into tubing system at connection on arterial tubingwhere the blood pump rotates. Connection "came-apart" and was allowing air to enter. Arterial side of tubing was changed. T experienced no adverse event.